Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35v power issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the power management (pm) printed circuit board assembly (pcba) failed. This investigation is ongoing.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the power management (pm) printed circuit board assembly (pcba) failed. The asp replaced the motor controller (mc) pcba. The device was confirmed to have been returned to full functionality following the mc pcba replacement. Multiple good faith efforts (gfe) were attempted to obtain information about the customer institution. No response or further information was received from the asp or customer. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
On 27dec2023, the authorized service provider (asp) replaced the motor controller (mc) printed circuit board assembly (pcba). The device was confirmed to have been returned to full functionality following the mc pcba replacement. Good faith efforts (gfes) are being attempted to obtain the institution information. The investigation is ongoing.